Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation (tip detachment); however, factors that may contribute to material separation (tip detachment) include, but are not limited to, user handling damage and packaging damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after removing a 3.0 x28mm xience prime stent delivery system (sds) from the packaging, the tip was separated. It is unknown at this time how the procedure was completed. The tip separation was found prior to use; and therefore, the sds could not be used in the patient. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.